Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported unstable cap were unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened; thus resulting in the reported unstable cap and resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the copilot device while advancing over a 0.35 guide wire, the valve of the copilot seem to not close properly and saline was noted to be leaking from the center valve. The copilot was not used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.